Event description:
During analysis of the returned device, the main coil was noted to be broken off on the distal side of the main junction.

Event description:
During analysis of the returned device, the main coil was noted to be broken off on the distal side of the main junction.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the returned device noted that the proximal contact of the delivery wire was kinked and the delivery wire was noted to be kinked 29cm from the proximal end. The main coil was noted to be broken off on the distal side of the main junction. Functional analysis could not be performed as the introducer sheath was not returned with the device. Based on the investigation and the information available, it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned to this event.